Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was 295 mg/dl at the time of incident. The customer stated that the insulin pump exited the tubing while performing manual prime process and plunger push after reconnecting the reservoir and the infusion set. The customer stated that they received a no delivery alarm right after connecting during the call. The customer was offered but declined to troubleshoot. The insulin pump will not be returned for analysis.